Event description:
Patient underwent generator and lead replacement on (B)(6) 2015. High impedance was observed prior to surgery during diagnostic testing but no obvious lead fracture was observed. It was reported that the patient had an excessive scar tissue surrounding the electrodes. Product return is expected but has not been received to date.

Event description:
It was reported that a patient was experiencing pain around the generator site. Vns output current was decreased from 1.25 ma to 1.00 ma to make it more comfortable. Diagnostics were within normal limits and x-rays were reported as unremarkable. No known trauma to the generator site was suspected. X-rays were received and reviewed. The generator placement appeared normal in the left upper chest area and the feedthru wires appear to be intact. The lead pin does not appear to be inserted completely past the connector block but due to the angle of the pulse generator and the image quality, it cannot be conclusively assessed. Based on the images received, the source of the reported pain could not be determined. Clinic notes from an office visit on (B)(6) 2015 were later received indicating that the patient's vns was interrogated with patient in several different positions. Impedance ranged from 3050 to 3089 ohms. It was reported that the lead impedances have slowly increased over several months. Impedance was 2847 ohms in (B)(6) 2015, 2961 ohms in (B)(6) 2015, and 3089 ohms on (B)(6) 2015. Patient stated she has intermittent pain at the generator site which hurts randomly and with position changes. The pain does not only occur when device is stimulating. Patient was referred to surgeon to evaluate the vns site. Additional relevant information has not been received to date.

Event description:
Generator and lead were received for analysis on 12/01/2015. The reported fracture of lead and high impedance allegations were not verified within the returned lead portion. A portion of the lead (including the electrode array) was not returned for analysis; therefore an evaluation of the missing portion of lead cannot be made. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. The reported allegation of ¿high impedance¿ was not verified during the generator analysis. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. The septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications . The battery, 2.992 volts, shows an ifi=no condition. There were no performance or any other type of adverse conditions found with the pulse generator. Additional information was received that the patient was in clinic for a follow up visit on (B)(6) 2015 after the full revision surgery. The patient is still experiencing pain associated with stimulation. The patient reports that when the device is programmed off, the pain subsides. Diagnostics were performed and the impedance was within normal limits (2624ohms). When the wand was placed over the generator in order to run diagnostics and the patient stated that that it was painful. The patient is on rapid cycling and no programming changes were performed. When diagnostics were performed, the patient had no reaction or discomfort. The patient requested that the device be programmed off.